Event description:
Wearing a wet mask (cloth or surgical) on my face during cold weather (during ice hockey practice to begin and outdoors as the temperatures dropped) caused hives all over my face. The hives started around where my mask was located and spread towards my eyes. My eyes then began to swell. Discontinued use of a mask prevent this issue for happening. FDA safety report ID # (B)(4).